Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 169 mg/dl at the time of incident. The customer stated that the pump got wet when she placed it on the bench before swimming with her grandbaby. She stated that there was fluid under the display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was not returned for analysis.